Manufacturer narrative:
Correction to the initial MDR should have been (B)(6) 2018.

Event description:
A report was received that the patient was having difficulty charging ipg due to the ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was repositioned and replaced per physicians preference. No malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging ipg due to the ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was repositioned and replaced per physicians preference. No malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging ipg due to the ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was repositioned and replaced per physicians preference. No malfunction was suspected. The patient was doing well postoperatively.